Manufacturer narrative:
The reported event of the lv lead could not be fully inserted into the header was confirmed. Analysis revealed the lv lead was being blocked from full insertion by the lv-setscrew turned down in the port blocking insertion of the lead. Marks and imprints from torque wrench insertions were found on the lv-setscrew indicating the physician or other user in the field may have manipulated the setscrew to where it was blocking the port. Also the user manual states the user is to back the setscrew out if it is found to be blocking lead insertion. In lab testing the setscrew was backed out from blocking the port normally. Leads could then be fully inserted into the lv connector port. No device anomalies were found. The problem was related to the user errors involving the setscrew and torque wrench.

Event description:
During the initial implant procedure, the left ventricular (lv) lead was unable to connect to the header of the device. A replacement device was used to complete the implant procedure. The patient was in stable condition.